Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported by the patient that the implanted device was unable to be interrogated at the doctor's office because the "machine died out." The disposition of the programmer is unclear at this time. No patient complications have been reported as a result of this event.